Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.0/1.0/012 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a longer length lens due to low vault. The problem was not resolved. "Narrow vault" is reported for the status of the eye. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).